Event description:
It was reported that the patient was presented to the hospital for a scheduled procedure. The right atrial (ra) lead was noted to be bent and was unable to advance a stylet into its lumen. The physician elected to not use the ra lead and completed the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of the lead bent and the stylet failure to advance were confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination found the lead bent with the outer coil was damaged consistent with procedural damage. Hence, the stylet insertion test couldn¿t be performed. Electrical testing found no conductor fractures or internal shorts.

Manufacturer narrative:
Correction : section h6 investigation conclusions was corrected from "no problem detected" to "unintended use error caused or contributed to event" as the investigation findings includes mechanical problem identified due to deformation problem.